Manufacturer narrative:
(B)(6). Results: (B)(4) customer samples were received for evaluation. Visual inspection of the packages found the top web was not sealed properly. The top web was misaligned with the top web partially opened. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5282888. Conclusion: root cause the top web was not aligned properly during package sealing.

Event description:
It was reported that the eclipse blood collection needle with/ pre attached holder came out of the box in an unsealed package. This item is marked sterile. A photo was sent for review confirming the open package. The device was not used on a patient, therefore no mucous membrane exposure, serious injury or medical interventions.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.